Manufacturer narrative:
(B)(4).

Event description:
It was reported to the manufacturer by the end user, per the end user, facility stated that the mattress is deflated in the middle and wanted it swapped out since the patient fell out of it. The patient was transported to the ER for evaluation and did not sustain any injuries. (B)(4) were entered into our system to have the mattress and control unit returned to joerns for investigation. As of this writing, the mattress and control unit have not been returned.